Event description:
A report was rec'd that during a closed suction procedure, the device leaks close to the pt connection. No add'l input has been provided. No pt injury, adverse event or medical intervention were reported. Ballard medical has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.